Event description:
A customer contacted baxter's technical service ctr regarding a system error code 2240 that occurred on the homechoice (hc) during the initial drain. The technical service rep (tsr) explained the alarm to the caregiver. The caregiver stated the pt line became disconnected from the transfer set then they reconnected. The tsr advised to contact the nurse first thing in the morning. A f/u call to the peritoneal dialysis nurse was made and the nurse stated there were no pt injuries associated with the event. The home pt was given one dose of prophylactic antibiotics. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
The sample is not available for eval.